Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient's postoperative manifest refraction shows more cylinder than it did preoperatively in the right eye post topography guided lasik. The patient complains of blurry vision. The patient is using topical artificial tear drops.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. The root cause could not be identified conclusively. (B)(4).